Manufacturer narrative:
The ca2 reagent lot number is 674476. The expiration date was requested but not provided. The field service engineer (fse) readjusted the gear pump pressure and confirmed proper analyzer operation. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. H3 other text : na.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 6000 c 501 module. The initial ca2 result was 4.75 mg/dl. The result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The repeat result was 7.56 mg/dl.